Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra.

Event description:
A report was received that the patient was having wound dehiscence at the lead site. Symptoms of redness and an open wound were noted. The patient underwent an explant procedure and antibiotics were prescribed. The physician confirmed that it was not device related. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was having wound dehiscence at the lead site. Symptoms of redness and an open wound were noted. The patient underwent an explant procedure and antibiotics were prescribed. The physician confirmed that it was not device related. The patient was doing well postoperatively.